Event description:
It was reported that the customer is insulin sensitive and has been having difficulty with their blood sugar. As a result, customer experienced a "high" blood sugar with moderate ketones that a healthcare provider determined to be dangerous and life threatening; specific value of blood sugar was unknown. Customer addressed blood sugar with a correction injection via manual injection. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.